Event description:
(B)(4). Same case as 2134265-2009-05532. It was reported that post a coronary artery stenting treatment procedure surgery occurred. Target lesion 1 was 100% stenosed, located in the left anterior descending (lad) artery, had a 3mm reference vessel diameter and a 32mm lesion length. No attempt was made for direct stenting. A 3.00x32mm liberte stent was implanted. Residual stenosis was 5%. Target lesion 2 was 100% stenosed, located in the lad, had a 3mm reference vessel diameter and a 12mm lesion length. A 3.00x12mm liberte stent was implanted. Residual stenosis was 5%. The procedure was documented as a technical success. Two days post index procedure there was an elective CABG surgery performed due to the patient's anginal status and a positive stress test. The graft involves all of the target lesions. The patient was discharged the same day without angina or silent ischemia. The discharge medications were asa 100 mg/day 12 months and clopidogrel 75 mg/day for 12 months. No further data provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.